Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 3 occurrences of foreign matter discovered prior to use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: black smears on a catheter were found before puncture. The concerned catheter was thus not used and was collected. Black smears on two catheters from the same lot were also visible through the packages and these catheters were also collected.

Event description:
It was reported that there were 3 occurrences of foreign matter discovered prior to use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: black smears on a catheter were found before puncture. The concerned catheter was thus not used and was collected. Black smears on two catheters from the same lot were also visible through the packages and these catheters were also collected.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received three unused insyte autoguard 24ga units from material number (B)(6), lot number 0016718. Two units were in sealed packages and one unit was without packaging. In addition, eight photographs were submitted which displayed similarities to that of the returned units. Through the visual examination, the returned samples displayed a black substance. The units were sent for spectral analysis. The results revealed the dark material to likely be silicone. The reported issue was confirmed and identified to have come from the manufacturing process. Bd could not however determine exactly where in the manufacturing process this occurred. A device history record review showed no non-conformances associated with this issue during the production of this batch.